Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed the minute ventilation (mv) signal on the right atrial (ra) channel. The oversensing led to inappropriate atrial tachy response episodes. Additionally, fluctuating ra impedances were observed but not out of range. The ra lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this patient was seen in the clinic for reprogramming. The mv sensor was programmed off and additional testing, including pocket manipulation, did not raise any further concerns. This ICD remains in service. No adverse patient effects were reported.